Event description:
Customer returned the device for evaluation and repair of leakage from the bending section distal end rubber coating (a-rubber) occurring during preparation for use. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was observed that the forceps elevator had foreign material. This medwatch is being submitted for the reportable issue of the foreign material on the forceps elevator observed during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the forceps elevator had foreign material. In addition, it was noted that the device had a leak from the distal end rubber coating (a-rubber). The user¿s complaint was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. An earlier event in april 2022 for the same of issue of foreign material in the forceps elevator was noted for the device of the same model number (different serial number). This earlier event is captured in medwatch with patient identifier (B)(6). An in-service was performed on (B)(6) 2022, by olympus for educating the staff at the facility in the correct process of reprocessing the device. Prior to this, an in-service was performed at the facility in (B)(6) 2021.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed the foreign material on the forceps elevator that was discovered during evaluation. A definitive root cause for this issue was not established. However, it is probable that the issue occurred due to the following: cleaning under the forceps elevator was insufficient because the k-wire had been cut. The end-user applied a brushing method that differed from that described in the device¿s instructions for use (IFU). The end-user did not adequately follow the device handling/reprocessing instructions before the device was sent to olympus for evaluation. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information.

Manufacturer narrative:
Correction: d3, g1, h10. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.